Event description:
Consumer states that while walking with her rollator, the left leg allegedly snapped and she almost fell through a glass coffee table. Her son allegedly was able to catch her prior to hitting the coffee table. No injury is alleged.